Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, generalized illness, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient of an unknown race who underwent breast implant surgery with mentor medical devices (gel siltex mod-rnd 350cc, date of implant (B)(6) 2008) has experienced bilateral breast implant ruptures, granuloma, and symptoms of bone loss in the jaw and teeth. As per the patient¿s report, the patient experienced silicone in her lungs, lymph nodes, and shoulder. The findings of silicone were confirmed via CT scan on (B)(6) 2019 and MRI on (B)(6) 2019. As a result, the patient underwent explantation of the devices on (B)(6) 2019. This report is for the right side. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information via medwatch number: mw5091975 that the patient also had mammograms performed, and that there were heavy lumps under her left armpit. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2020, mentor became aware that the patient had MRI performed, and findings included nine nodules in the lung. Manufacturer¿s reference number: (B)(4).